Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in USA. It was reported that the rotaflow console was unplugged and the device immediately shut off. The incident occurred during patient treatment, and the hand crank had to be used for 3 minutes until the console was exchanged with another device without any negative consequences for the patient. No harm to any person has been reported. Since the hand crank had to be used and the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).